Event description:
End user reported that he gets a wrench symbol on the joystick and his r51lxp power chair will not move, has thrown the user from the chair. End-user reports that he had bumps and bruises.